Manufacturer narrative:
D7a. Single-use device erroneously stated as yes but should be no.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During impella cp support, the patient experience placement signal issues. Clinical stated placement signal intermittently became normal and spontaneously became inaccurate with large amounts of spikes/artifact noted. No further action was noted to be taken and the impella cp was continued to be used with no noted patient consequence. This is considered a reportable malfunction.